Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient repeated again that she had been in pain since (B)(6) 2017 and felt no stim. The patient programmer was showing ins was on and she was in group a but felt no stim. On (B)(6) 2017, patient stated that they saw the hcp on tuesday and they contacted a manufacturer rep to meet with her but the patient did not hear anything about it. Caller stated that she was meeting with a rep to get reprogrammed. Later, the rep reported they called the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when she used the mystim she couldn¿t connect successfully and saw that the stimulation was on. The patient stated on the day of the call she abruptly stopped feeling stimulation. The patient increased stimulation and still couldn¿t feel anything and was in constant pain since she stopped feeling stimulation. The indication for use was spinal pain.